Event description:
Customer reported when the nurse call is in use with the alarm, and the cable is moved, the alarm sounds. Customer has tested the alarm with known working cables and the issue continues. Customer did not provide the date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned unit confirmed that the nurse call function is not working properly. The nurse call led light turns on and off at the nurse call test fixture when the nurse call cable is wiggled, whether weight is on or off the sensor pad. The nurse call receptacle also moves when the nurse call cable is wiggled. The unit meets all other functional tests. Note: instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).